Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number. It was reported that moderate calcification was noted in the left common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that an arteriotomy closure was attempted in the moderately calcified left common femoral artery using a proglide device with a 6f sheath after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was retracted only the white suture was visible. The proglide device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for evaluation. The reported experience of when the plunger was retracted only the white suture was visible was confirmed. Based on visual and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.